Event description:
It was reported that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (b)(6 2022. He customer¿s blood glucose level was 37 mmol/l. Customer current blood glucose value was 23 mmol/l. The customer was treated with insulin drip. The customer stated that the symptoms related to high blood glucose such as nausea, felt sick and thirsty. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was using automode. The customer was treated with intravenously and with manual injection. The insulin pump had insulin flow block alarm. Troubleshooting was performed, customer will discontinue the use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring black. The customer was hospitalized for alleged high bg's on (B)(6) 2022. The customer also alleged insulin flow block alarm and possible under delivery anomaly during therapy. The customer had an issue with the charger. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. No under delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. There was no insulin flow block alarm listed on the event date in the formatted history file. However, there were insulin flow block alarms listed on (B)(6) 2022 in the formatted history file. (B)(6) 2022 13:08:00.000 alarm alert notification, fault number = no delivery (7) (B)(6) 2022 13:12:00.000 alarm alert notification, fault number = no delivery (7) (B)(6) 2022 13:33:11.000 alarm alert notification , fault number = no delivery (7) there was no boluses delivered, auto suspend alarm or user suspend noted on the event date in the formatted history file. The pump passed the functional testing. Unable to confirm alleged high bg's. The customer also alleged insulin flow block alarm/no delivery alarm was not confirmed. The customer also alleged under delivery anomaly was not confirmed. The original charger was not received with the pump, unable to verify charger anomaly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.